Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. 20198138) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage in 2007, appendicitis in 1996, depression, endometritis, anogenital warts in 1999 and ovarian cyst in 2001. Previously administered products included for an unreported indication: paragard iud in 2005 and ortho tri-cyclen. Concurrent conditions included crohn's disease since 2001. Concomitant products included metoclopramide (reglan) from 2009 to 2010, prenatal vitamins since 2009, sertraline (zoloft) from 2008 to 2010 and zolpidem tartrate (ambien) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain;"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation"), migraine ("migraines") with headache, dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("vaginal bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced rash ("rashes /rashes or skin conditions"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), dental caries ("tooth decay"), gingival erythema ("reddening of gums"), depression ("worsening of depression"), erythema ("skin redness"), rash papular ("itching /itchy bumps on abdomen"), mental disorder ("psychological or psychiatric problems condition") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and rash papular had resolved, the dysmenorrhoea, abdominal pain lower, menorrhagia, dental caries, gingival erythema, migraine, dyspareunia, depression, rash, erythema, alopecia, fatigue, vaginal haemorrhage, tooth disorder, mental disorder and genital haemorrhage outcome was unknown and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, gingival erythema, menorrhagia, mental disorder, migraine, pelvic pain, rash, rash papular, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion in both fallopian tubes; in (B)(6) 2010: full occlusion of fallopian tubes. (B)(6) 2009, hta essure bilateral tubal findings: normal cavity implants placed well. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Event genital bleeding was added. Event outcome updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure (batch no. 20198138) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage in 2007, appendicitis in 1996, depression, endometritis, anogenital warts in 1999 and ovarian cyst in 2001. Previously administered products included for an unreported indication: ortho tri-cyclen and paragard iud. Concurrent conditions included crohn's disease since 2001. Concomitant products included metoclopramide (reglan) from 2009 to 2010, prenatal vitamins since 2009, sertraline (zoloft) from 2008 to 2010 and zolpidem tartrate (ambien) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6)2010, 4 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain;"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation"), migraine ("migraines") with headache, dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), vaginal haemorrhage ("vaginal bleeding") and abdominal pain ("abdominal pain"). On (B)(6)2010, the patient experienced rash ("rashes /rashes or skin conditions"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), dental caries ("tooth decay"), gingival erythema ("reddening of gums"), depression ("worsening of depression"), erythema ("skin redness"), rash papular ("itching /itchy bumps on abdomen") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving and the dysmenorrhoea, abdominal pain lower, menorrhagia, dental caries, gingival erythema, migraine, dyspareunia, depression, rash, erythema, rash papular, alopecia, fatigue, vaginal haemorrhage, tooth disorder and mental disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, gingival erythema, menorrhagia, mental disorder, migraine, pelvic pain, rash, rash papular, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion in both fallopian tubes.; in (B)(6) 2010: full occlusion of fallopian tubes. (B)(6) 2009, hta essure bilateral tubal findings: normal cavity implants placed well. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Historical condition, concomitant disease, concomitant drugs were added. Vaginal bleeding, dental problems, abdominal pain and psychological or psychiatric problems condition added. On (B)(6) 2018: medical records received: lab data added. Lot number added. Aka names and reporters details added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain;"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), gingival erythema ("reddening of gums"), migraine ("migraines") with headache, dyspareunia ("painful intercourse"), depression ("worsening of depression"), rash ("rashes"), erythema ("skin redness"), pruritus ("itching"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (total,hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, menstrual disorder, dental caries, gingival erythema, migraine, dyspareunia, depression, rash, erythema, pruritus, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, gingival erythema, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.